Event description:
Patient reported "rupture" diagnosed via MRI, mammogram and ultrasound. Healthcare professional reported "discomfort" and "rupture" confirmed via MRI. This record is for the left side. Device was explanted and replaced with another manufacture's device.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.3, b.5, d.6b, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.

Event description:
Patient reported "rupture" diagnosed via MRI, mammogram and ultrasound. Healthcare professional reported "discomfort" and "rupture" confirmed via MRI. This record is for the left side. Device was explanted and replaced with another manufacture's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.6., h.6., h.11.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.